Manufacturer narrative:
(B)(6). The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The device was not used and manual compression was applied to achieve hemostasis. Manual compression was applied successfully to achieve hemostasis. The physician had completed the training process on the device prior to this case. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. The bypass tube was left in the pouch. There was no obstacle to open the pouch. The device had been stored on a level place. It was reported that there was no health damge to the patient and there was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.